Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be downloaded because the device was unable to communicate with the global communication tool. Due to the condition of the device, the reported event of a hardware error was not confirmed. A root cause could not be determined.